Manufacturer narrative:
The device was not returned to the MFR for evaluation. The device history review showed nothing related to this incident.

Event description:
Catheter was in two weeks for antibiotic therapy. During removal, the catheter broke into 5 pieces. The distal piece was grabbed before it migrated. No pt injury was reported to have occurred.